Manufacturer narrative:
E1: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in united states. It was reported that patient faced tape not sticking event on 05-april-2024. She inserted the set and the next day she took a shower and realized the tape was peeling at the edges and she did not do anything to secure the adhesive and later that day her shorts were rubbing it and set then came off that was cause of tap not sticking. No further information available